Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump had no power. The reporter noted that the issue was occurring during or immediately after a battery change. The reporter was advised to change to a new battery from a new pack during troubleshooting, but the issue reportedly remained unresolved. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.